Manufacturer narrative:
As of today, the investigation is still in-process. A follow-up will be filed as needed.

Event description:
It was reported that " two patients with known lesion that should have a iodine uptake, we can barely see it." No injury or misdiagnosis reported. The data provided by the field engineer was reviewed by an imaging scientist who determined that the copper filter has artifacts that are affecting the k factor calibration procedure. The investigation of this issue is still in-progress.

Event description:
The field engineer replaced the copper filter and recalibrated the system as instructed by the imaging scientists. Once this was completed the system was working as intended.